Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be the software not fully supporting the startup sequence, hence creating a synchronization timeout. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
"Alarming and not booting up" customer reported c6 will alarm constantly when switching on and they have to hold the on/off switch on the back for 15 seconds to turn it off and stop it alarming. Vent is showing a "data partition defect" message in bottom right corner of the screen.

Event description:
"Alarming and not booting up" customer reported c6 will alarm constantly when switching on and they have to hold the on/off switch on the back for 15 seconds to turn it off and stop it alarming. Vent is showing a "data partition defect" message in bottom right corner of the screen.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Detailed complaint and failure description: ""alarming and not booting up" customer reported c6 will alarm constantly when switching on and they have to hold the on/off switch on the back for 15 seconds to turn it off and stop it alarming. Vent is showing a "data partition defect" message in bottom right corner of the screen." Startup stopped with "data partition defect" message. No ventilation or therapy possible, patient not connected. Ventilation cannot start during start up. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.